Event description:
It was reported that the thresholds were elevated on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted on the tip electrode and sense ring electrode. Blood/body fluid was noted on the proximal conductor (not obstructed) and the outer insulation was breached cut with cosmetic environmental stress cracking. Apparent explant damage was noted.